Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had logged an event code into its memory. During device evaluation, physio-control observed that the device would log several event codes into the memory and that the service wrenc icon came on. It was also observed that the device would only deliver monophasic defibrillation shocks, at different output values than requested. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u1 on the analog pcb assembly, being shorted. This ic chip, designator u1 on the analog pcb assembly being shorted, caused a resistor, designator r212 to become damaged. This then resulted in the device to only have the positive portion of the defibrillation waveform as output. The energy output would not advance past the 200 joules setting. A replacement device was provided to the customer under warranty.